Event description:
Report #4 of 4 received of a tubing separation. The customer reported that the tubing separated while in use with a pt; however, no details were known. The reporter was not aware of any significant blood loss or adverse pt effects. Though requested, no add'l info was provided.